Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3823 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient's PICC line had no blood return after being flushed with 60cc of saline then half hour later the staff was able to get blood return. Staff started a saline infusion and the patient began having stinging/ pain and swelling in right arm above PICC site. Dressing was wet underneath. PICC assessed by flushing. No blood return noted. Staff noted a bump appeared with flushing on upper part of arm. The PICC was removed and staff noted a hole in the catheter at the 10cm marking."